Manufacturer narrative:
Results: as received, the returned lead revealed a kink with all wires broken at approximately 46.5 cm from the terminal end. The kink/broken wires were consistent with an overstress condition the lead was subjected to while implanted. The ipg was functionally tested and passed all testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2012-00012. It was reported the patient's ((B)(6)) scs system was explanted on (B)(6) 2011 due to allegations of no stimulation. The procedure reportedly occurred at the discretion of the physician without the attempt of non-invasive intervention techniques prior to explant.